Manufacturer narrative:
Follow-up # 1 (09/18/2014)-device evaluation: the meter involved with this complaint has been returned on 9/9/2014 and evaluated by product analysis (pa) on 9/11/2014 with the following findings: the meter passed testing and functioned properly. No faults were found. The primary complaint was not confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging an issue with the calcode on the one touch ultrasmart meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue started on (B)(6) 2014 at 9:00 a. M. The patient manages her diabetes with an insulin pump and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. The patient reported, 2-3 hours after the alleged issue occurred, she developed symptoms of ¿nausea and sweating¿. The patient denied receiving any treatment. At the time of troubleshooting, the cca walked the patient through resolving the issue. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.